Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: was the device reprocessed before the device was sent in to the repair center? > yes. Do you have any idea what the foreign materials are? > no. Any malfunction of reprocessing accessories. > no. Delay of pre cleaning > no. Delay of manual cleaning (if delayed, pre soaking is required) > no. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to the user deviating from the instructions for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU) which state: "operation manual, 4.2 insertion suction, warning ¿ avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had the brush not able to be inserted. The issue occurred during preparation for use prior to use in an unknown diagnostic procedure, which was completed using a similar device with no delay resulting from the reported problem. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the foreign material in the suction cylinder cannot be removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: angulation in the up direction is out of standards due to the worn angle wire, the suction valve is dented and not restored due to the clogged suction cylinder, the foreign material in the suction cylinder cannot be removed, there is residue and foreign material from the suction cylinder, the gap on the up down knob is out of standards due to the worn angle wire, the distal end cover is peeled off, the light guide lens is broken, the bending section rubber¿s adhesive is broken, the switch 1 is deformed, the protector of scope connector of universal cord is broken, and the water piping function is out of standards due to the deformed nozzle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.